Manufacturer narrative:
Investigation into this event found that the lab operator was following the lab's reagent pack handling protocol. A definitive root cause of the biased valp qc results could not be determined, however, it is most likely associated with user error related to inconsistent reagent pack handling. Acceptable performance has been maintained following re-enforcement of reagent pack handling procedures.

Event description:
The customer observed negatively biased valp qc results on the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho-clinical diagnostics inc.